Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: tip broke. Probable root cause: - inadequate window profile - inadequate welding process - improper material strength - inadequate size selected for the application - material brittleness - excessive force applied by the user incorrect rfid tag.

Event description:
It was reported that the tip broke during a procedure. It was confirmed that all pieces were retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during a procedure. It was confirmed that all pieces were retrieved.